Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. Customer's blood glucose level was 314-319 mg/dl.